Event description:
It was reported the patient presented to the emergency department after receiving several appropriate shocks. The remote transmission noted undersensing on the atrial lead. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead (B)(6) 2004. (B)(4).